Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.

Event description:
Customer reported receiving a false negative result on 14-nov-2023 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(6), lot 29236c, reader sn (B)(6)). Customer tested positive on (B)(6) 2023 with a binaxnow antigen test and on (B)(6) 2023 with a flowflex antigen test. Customer reports experiencing covid-19 symptoms, but did not specify what type of symptoms. Cartridges were stored within the validated temperature range.

Manufacturer narrative:
Update to h10: the complaint history was reviewed and there was one previous similar complaint against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. Retain testing was unable to be performed for this lot due to limited test materials, however, a technical operations representative reviewed customer data and performed data analysis. There was insufficient evidence to determine the occurrence of a false negative result based on the data analysis. Root cause was undetermined.